Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed device does not white balance and error e224 (camera head communication error code) was displayed but the image was present due to a faulty cable. Additional evaluation findings were as follows: the focus ring was found cracked and the rear cover label was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the 4k camera head had image failure (does not white balance) during preparation for use/testing. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: h4. Based on the results of the investigation, the reported phenomenon of ¿image issue¿ was not reproduced. However, it was stated that e224 error occurred. E224 error occurs when an abnormality occurs in the communication between the endoscope and the processor. (Instructions otv-s400, chapter 9, troubleshooting 9.2, troubleshooting guide). Therefore, it was determined that image issue occurred temporarily due to communication failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.